Event description:
It was reported to boston scientific via an article that a retrospective study conducted between september 2022 and september 2025 in three institutions in kochi, japan, evaluated the efficacy of water vapor energy therapy (wave) for benign prostatic hyperplasia in an elderly population. A total of 56 patients were included, with a median age of 78 years (range 69-91), and 25 patients presented with urinary retention. One patient experienced a clavien-dindo grade iii complication. Among patients with urinary retention, 22 out of 23 patients with available follow-up successfully discontinued catheterization, with a median time to catheter removal of 14 days. Significant improvements were observed in international prostate symptom score (ipss), quality of life (qol), maximum urinary flow rate (qmax), and post-void residual volume (pvr). No device malfunctions were reported.